Event description:
It was reported that a patient underwent a neurosurgery procedure on an unknown date and absorbable hemostat was used. After surgery the infection occurred. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. The complaint was initially reported with an alert date of june 18, 2024. Please confirm the date that a jnj associate first became aware of this event. => this is correct. The sale rep received the question via tel from the hospital on june 18, 2024. 2. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? => the sales rep tried to contact the hospital several times but were unable to meet with them or obtain any additional information. 3. Was there any intraoperative concurrent use of other products? => we couldn't get the information. 4. What is the lot number? => note: it is unclear whether surgicel was used. It is possible that surgicel was used, so it was reported. 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? => note: it is unclear whether surgicel was used. It is possible that surgicel was used, so it was reported. 6. Where was the surgicel used (on what tissue)? => note: it is unclear whether surgicel was used. It is possible that surgicel was used, so it was reported. 7. How much surgicel was used during the procedure? => note: it is unclear whether surgicel was used. It is possible that surgicel was used, so it was reported. 8. Was the surgicel product left in place? Was the excess removed? => note: it is unclear whether surgicel was used. It is possible that surgicel was used, so it was reported. The following information was requested, but unavailable: 1. What is the date of index surgical procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. What were current symptoms following the index surgical procedure? Onset date? 5. Were cultures performed? If yes, results? 6. Has any surgical or medical intervention been performed? . 7. What is physician¿s opinion as to the cause of or contributing factors to this event? 16. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? . 8. What is the patient¿s current status? . 9. What is the users experience w/ surgicel fibrillar and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.